Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# lb5666, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was implanted 102 days after the ins use before date (ubd) at the time of the report.